Event description:
The customer reported to olympus that they identified low angulation and the bending section cover was dirty. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the endoscopic image was blurred. This report is being submitted for the malfunction found during evaluation (the endoscopic image was blurred).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, although a conclusive root cause could not be determined, it is likely that a blurry image was displayed due to the following: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. Testing and inspection confirmed the customer¿s complaint (low angulation and dirty bending section cover). The dirty bending section cover was caused by customer mishandling and due to wear of angle wire, bending angle in the up/down right/left direction did not meet the standard value. The following was also found during testing and inspection: the objective lens and light/guide lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface object, the connector cover had a scratch due to handling, adhesive on the bending section cover was detached, part of the insertion tube is caught and pinched-the insertion tube becomes deformed, the scope cover and grip was scratched due to handling, the forceps channel port and scope cylinder was shaved due to handling, due physical stress switch number 1 had a scratch, due to wear of angle wire, the play of right left and up down knob was out of the standard value, due to damage on the charge-coupled device unit, the specified resolving power was not obtained, due to deformation of nozzle, water removal ability does not meet the standard value, due to corrosion on electrical connector, endoscope cable cannot be connected securely. Olympus will continue to monitor field performance for this device.